Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a dream station bipap auto sv device. The patient reports the patient had difficulty breathing, shortness of breath, particles in device and other thermal issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation, manufacturer observed the humidifier and air inlet filter were missing. A light scratch was observed across the top enclosure. Unknown contamination was observed on the front panel, top enclosure, and around the iso port. Manufacturer observed dried liquid spots (potential liquid ingress) with potential mineral deposits on the bottom of the blower motor and in the base of the blower box. A small amount of a keratin like substance was observed around the blower box outlet. Dust like contamination was observed on the front panel, top enclosure, rear panel, on and around the inner rim of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. The device event logs were downloaded and reviewed by manufacturer. The manufacturer was not found any error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint of other thermal issues and confirmed dust contaminant. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.